Event description:
Device has been explanted.

Event description:
Healthcare provider called, to report a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, openings, crease fold, wear abrasion. Leak test was performed and found, openings on anterior and posterior. A microscopic analysis was performed which identify, crease sharp opening on anterior and opening striated in posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on anterior assessed, as fold flaw opening. A striated edge opening on posterior side assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a right side deflation. The device remains implanted.